Event description:
Reported 1 false positive results for one patient. Unknown if the result was confirmed. Confirmation method(s) not provided. No further information was provided. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.

Manufacturer narrative:
A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: email.